Manufacturer narrative:
Manufacturer's report date 8/26/1997. The user facility report was received by the MFR after the initial report and eval had been completed.

Event description:
The pump was set to deliver dopamine at a rate of 1 ml/hr. The nurse noted the pump was freeflowing and closed the roller clamp on the IV set. There was no resultant pt complication.